Event description:
The first PICC catheter separated off of the hub in the neonate. The staff opened an additional PICC catheter to replace and the catheter was broken at the same point that the catheter broke off in the baby.

Manufacturer narrative:
Results of a device evaluation will be filed in a supplemental report once sample is received.